Event description:
It was reported that surgery time was extended due to a broken drill bit.

Event description:
During procedure the coil was inserted into the aneurysm. The power supply signaled coil detachment, however, as the physician moved the pusherwire he noted the coil was still attached and a portion of the coil protruded outside the aneurysm. The physician decided to remove the coil from the patient. However, as the coil was retracted into the microcather it suddenly detached. The coil was retrieved with a snare and the procedure completed with a different device. It was reported that the patient did not suffer any serious injury but had "little motorical problems" that the physician expected to fully resolve.

Manufacturer narrative:
The fracture of the pilot drill most likely occurred in overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. The report says that "the drill broke when it contacted the screw hole". The surgical technique recommends checking the alignment of the drill in the nail prior to insertion in the body to verify targeting accuracy. No material or manufacturing deviations were found in this investigation.